Event description:
Technician found that the brake is not holding. No pt impact.

Manufacturer narrative:
The technician adjusted all brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.